Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The doctor elected to program the therapy off. The clinic was able to reproduce the noise during testing. The doctor elected to explant and replace both the electrode and the pulse generator. This was done successfully. There were no additional adverse patient effects.